Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a low anterior resection due to a cancerous tumor, the anastomosis was done using a circular stapler. When the anastomosis was tested for a leak, it tested positive, and the anastomosis opened, and the staples were not placed in the gut piece. A new circular stapler was used to complete the case. The patient had a temporary ileostomy, and convergence will take place in two months. Hospitalization was extended, and surgical time was extended by more than 30 minutes.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was not engaged. The staple guide was observed to be attached to the instrument with no damage to the staple guide. Functionally, after actuating the handle, the pusher fingers appeared to be intact and inspection under the microscope displayed divots on the knife blade. The anvil of the instrument was observed to be tilted and attached to the instrument. Further inspection of the anvil cutting ring showed shallow traces of knife impression and the ring was received partially severed. The wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media and the instrument body split. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely, despite the noted knife blade damage. The instrument body label was removed for evaluation of the eccentric washer assembly. The eccentric washer was secured. It was reported that during the low anterior resection due to a cancerous tumor, the anastomosis was done using a circular stapler. When the anastomosis was tested for a leak, it tested positive, and the anastomosis opened, and the staples were not placed in the gut piece. A new circular stapler was used to complete the case. The patient had a temporary ileostomy, and convergence will take place in two months. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to forcing the instrument to perform a complete handle squeeze while not removing the safety latch. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.